Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. The device was received stuck in motor error loop during bolus and or basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not performed due to motor error alarms. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, and cracked battery tube threads.

Event description:
Customer reported a motor error on her insulin pump when she was changing her reservoir. Customer's blood glucose was 86 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).